Event description:
Upon rolling a wheel chaired pt under the machine to prepare for an x-ray, it is alleged that the chair rolled onto the footswitch assembly and actuated the c-arm down switch. The c-arm moved down onto the wheel chair. The pt was not injured.